Manufacturer narrative:
Company representative evaluated the system and found that the facility's wireless transceiver was shut off in rack room. Customer was provided with a replacement wireless transceiver.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.